Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm during the load process. Reportedly, the cartridge could not be used and the alarm prompted for the customer to load a new cartridge. The specific type of alarm was unable to be verified and troubleshooting was unable to be performed as issue occurred in the past. There was no known impact to the customer's blood glucose level. The contact stated the customer was able to load a new cartridge and was able to successfully resume insulin delivery.